Event description:
Patient reported "left side "textured implant", "caused swelling¿, breast pain¿, ¿fluid buildup¿, ¿rash¿, and ¿other symptoms", ¿observe stiffening of the implant", ¿had an implant rupture¿, ¿left breast implant with fluid leakage¿, ¿simulate nodular pathology¿, and ¿left breast, irregularities are identified in the contour of the capsule and liquid on the outside of the prosthesis in relation to rupture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported, "left side "textured implant". "Caused swelling¿, breast pain¿, ¿fluid buildup¿, ¿rash¿, and ¿other symptoms". ¿observe stiffening of the implant". ¿had an implant rupture¿, ¿left breast implant with fluid leakage¿, ¿simulate nodular pathology¿, and ¿left breast. Irregularities are identified in the contour of the capsule. And liquid on the outside of the prosthesis in relation to rupture". Device has been explanted and replaced.